Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021 the patient underwent a revision surgery due to a non-union of the left tibial shaft. The implants that were removed were titanium cannulated tibial nail, end cap, and three titanium locking screws. There was no surgical delay. The procedure was completed successfully. This report is for one (1) 5.0mm ti locking screw w/t25 stardrive 42mm for im nails. This is report 2 of 5 for (B)(4).